Event description:
It was reported that after removing the duodenovideoscope from the reprocessor, black liquid or material was observed to be leaking from the device. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.